Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy, indicating they are still having issues with leakage. It was stated the issues occur at night, and that they have good nights and bad nights. The patient was set at 1.8 volts, increased to 2.05 volts and feels stimulation in the correct area. Additional information received on 2016-jun-17 noted that the implant is still not helping with the patient's symptoms. Stimulation was increased from 2.05 volts to 2.40 volts, with the patient still feeling comfortable with that level of stimulation. On 2016-jun-16 the patient reported that their "volume" of symptoms have increased, noting that the symptoms gradually got worse after a day or two since (B)(6). Stimulation is also stronger when laying than when sitting. The patient increased program 1 from 2.40 volts to 2.65 volts. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported changing program to 3 at 3.3 volts which did not have good results so she changed it to program 4 at 1.1 volts. The patient reportedly already tried program 1 and she would be consulting with her healthcare provider soon.

Event description:
Additional information received from patient indicated that she was feeling uncomfortable stim and painful stim since (B)(6) 2016. Patient reported three days ago, she had to decrease stim on program 1 because the level was set too high, so she changed to program 2 at 3v and she was feeling comfortable stim. It was indicated that she was still having symptoms. A gradual changed in symptom was noted. Patient stated she had an appointment with healthcare provider (hcp) and a company representative for programming adjustment on (B)(6) 2016. Two weeks later, patient further reported that the settings she had it on that was still not helping with her bladder symptoms and she was on program 2 at 2.3v but would be changing to program 3. Patient confirmed she was able to adjust to program 3 and she was feeling comfortable stim at 2.6v. Patient stated she has a phone conference with her follow up hcp on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.